Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead helix would not extend. A second lead was attempted, and the helix of that lead would also not extend. A third lead was placed. No patient complications have been reported as a result of this event.